Event description:
It was reported to boston scientific corporation that an obtryx halo system device was implanted into the patient during a vaginal hysterectomy, anterior and posterior repair with transobturator sling, cystoscopy and sacrospinous fixation procedure performed on (B)(6) 2010 for the treatment of vaginal and uterine prolapse with stress urinary incontinence. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2010, implant procedure date, as no event date was reported. Initial reporter name and address: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4).